Manufacturer narrative:
This report is being supplemented to provide additional information from the customer, device evaluation, and legal manufacturer's final investigation . The returned device was evaluated, and the user's request was confirmed. Due to deformation of the connector unit, the video connector cannot be connected firmly. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. However, the most probable cause of the identified failures is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: do not use the device if you are doubtful of its normality. Also stop using the device if you detect any irregularity while using the device. Continuing to use the device may result in serious harm. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported the reported problem was identified before use.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional relevant information becomes available.

Event description:
The customer reported that the 4k camera head "cannot be connected to the otv. The socket has problems". The issue was found during an unspecified event. There were no reports of patient harm.